Event description:
Customer reported that the plastic axis cover of the modutec power pendant fell off and hit the doctor's head. The patient and the doctor were not harmed. (B)(4).

Manufacturer narrative:
A maquet fse (field service engineer) visited the hospital and evaluated the device. The cover that fell of was not broken, but the nylon screws used to secure it were all broken. The fse in charge of the initial installation verified that all covers and screws were examined prior to the release of the or to the customer; everything was in place and there were no issues at that time. A review of the design of the cover was made, and mechanical evaluation testing was performed. No issues were found. During the on-site investigation maquet observed that a monitor arm was in close proximity to that ceiling pendant. And obvious traces of collision could be found on both of the axis cover and the monitor arm. Maquet believes the root issue to be a failure of the or staff to be aware of their surrounding when positioning the monitor arm, and it collided with the pendant, breaking the fastening screws of axis cover. The maquet fst had secured the cover again using the metal screws.